Event description:
Meter name: one touch ii, strip name: one touch, meter code: 7, strip code: 7, strip storage: unk, but in good condition. Symptoms: dizzy, vomiting, diarrhea. A pt reported they were seen in ER after being sick in bed all day with symptoms of dizzy, vomiting, diarrhea. Their meter allegedly was inaccurately low. The result on their meter was 44mg/dl. The result on the ER meter was 1,198mg/dl. The time difference between the pt's meter and the ER meter was 11-20 mins. Treatment was unk. No further info has been reported.